Event description:
A distributor contacted zoll to report that a patient had a skin irritation under the electrode belt. On (B)(6) 2015 the patient's wife reported that the patient had open lesions under all of the therapy electrode pads and ECG electrodes. She reported that they were red and starting to open. During a follow up on (B)(6) 2015 the patient reported that the sores had not improved. He reported that he spoke to a nurse who recommended a cream but it hadn't helped. The final medical outcome of the irritation is unknown.

Manufacturer narrative:
The patient's lifevest was not returned for evaluation. There is no indication of any device malfunction. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.